Event description:
It was reported that after the sling was implanted on (B) (6) 2008, the patient experienced chronic pain. Approximately 2 months post surgery, the patient began to experience pain in front of the pubic bone as well as a "pulling" sensation. The doctor prescribed pain medicine and anti inflammatory medicine but it did not help. The patient went to a different doctor 5 months after the surgery. The doctor excised the bottom portion of the sling. The doctor could not remove the upper portion of the sling at the same time as the bottom portion because, the patient developed a 7 cm hematoma in the retropubic space. Per additional information received on 3/28/08, the patient experienced pain over the anterior aspect of the superior ramus of the pubic bone on the right side. No tenderness in the location of the sling, or erosion, the patient was voiding fine. Tried anti-inflammatories, analgesics, trigger point injection, and physical therapy. The pain then began to move to the other side. The vaginal half of the sling was removed by the second doctor (unk) on (B) (6) 2008. The patient underwent an additional procedure on (B) (6) 2008 to remove the rest of the sling. The patient made multiple visits to pain clinics with no relief of pain.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states in the adverse events section that complications associated with the proper implantation of the urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure, temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over correction/too much tension placed on the mesh sling implant, perforation or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage, transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant. Precautions section states that post-operatively, the patient is recommended to refrain from heavy lifting and/or exercise (i.e., cycling, jogging) for at least three to four weeks and intercourse for one month. (B) (4).